Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during follow up visit the right ventricular (rv) lead exhibited increased impedance over the past three months. Sensing and pacing reprogrammed to unipolar, and the rv remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.